Event description:
A vaginal hysterectomy procedure was being done when the uterine grasping forceps broke. The distal metal tip was in the uterus as the uterus was taken out. No pt consequences were reported.